Manufacturer narrative:
Product event summary: the controller and six batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries. Additionally, log files analysis revealed three controller power-ups with their associated motor starts on 29-may-2019 at 13:48:52 and 16:44:53 and on 06-jun-2019 at 13:06:42. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for 8 seconds, 8 seconds and 13 seconds; respectively. As a result, the reported event was confirmed. A power source lubrication procedure was performed on the associated power sources on 06-aug-2018. While the products were not available for physical analysis, the most likely root cause of the premature power switching events after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#:(B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness due to the batteries and controller exhibiting power switching, which resulted in three ventricular assist device (vad) stops due to losses of power to the controller. The batteries will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.